Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button does not function at times. Reportedly, the pump still turns on when plugged into a power source. In addition, the customer reported that touchscreen intermittently does not respond to presses from the customer. Customer's blood glucose level was 212 mg/dl. Customer stated that they have been using shots for insulin therapy.

Manufacturer narrative:
Touchscreen issue - no failure identified.